Manufacturer narrative:
Result: damaged brake crank assembly.

Event description:
It was reported by service report that the brakes could not be engaged from either side due to jammed pedals. No patient involvement or adverse consequences were reported.